Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that there was a crossover circuit fault during testing. There was no patient involvement reported.

Manufacturer narrative:
Note, the follow-up information is documented and submitted via MFR# 2031642-2017-01667. The original report was submitted using an incorrect FDA reg # and the correction has been sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).